Manufacturer narrative:
Teh device was evaluated by the manufacturer. The device functioned as specified and the reported problem could not be reproduced. The cause of the event is unknown.

Event description:
The ventilator was connected to a pt. The customer reports that the ventilator failed to cycle. The displays on the front panel read zero. There was no pt injury.